Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reports the transmitter did not blink when connected to thesensor. Transmitter was fully charged prior. Led light blinked whentransmitter was disconnected from the charger and/or connected to testerbut led light would not blink when connected to the sensor.customer reported a loss of communication between the transmitter andthe pump. Deleted xmtr serial number from pump and re-paired but xmtrwould still not communicate/trigger a "sensor connected" alert.